Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor anomaly. It was reported that the customer noticed the sensor's electrode was much shorter than normal. It was reported that the second sensor's needle retracted back into the serter and the customer was not able to get it out. The customer's blood glucose level was reported to be 138.6mg/dl. It was reported that both sensors are being returned and replaced.